Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side "rupture", "capsular contracture grade unknown", "left implant with edge lobulation zones", "reason for consultation: pb. Endometriosis". Endometriosis is not related to the device. The device remains implanted.